Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device which identified that the stent implant had moved from its original crimped position. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. It is likely the noted stent movement was due to the challenging anatomy and/or interaction with accessory devices during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery. An attempt was made to advance a 3.5 x 33 mm xience xpedition stent delivery system (sds); however, the device failed to cross the lesion. Therefore, a 3.25 x 33 mm xience xpedition sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. ***returned device analysis revealed that the stent implant had moved from its original crimped position.